Event description:
It was reported that during a da vinci-assisted procedure, the large needle driver instrument was not rotating properly. It was replaced with a backup instrument. The procedure was completed with no patient harm.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the large needle driver instrument involved with this complaint; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the instrument. The large needle driver instrument was found to have a pitch cable dislodged in the housing at the proximal end. The instrument housing was removed and the pitch cable was dislodged. This causes the instrument not to rotate properly.

Event description:
Refer to h10/h11 for follow-up information.